Event description:
It was reported to boston scientific corporation in 2005 that a sofcor transbronchial aspiration needle device was used during a bronchoscopy procedure (patient age, gender and weight are unknown). According to the complainant, the needle would not retract. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. Device not returned.